Event description:
It was reported that the home patient (hp) drained out 3242 ml and the fill volume (fv) equaled 2000 ml. The event occurred during drain two on the home choice (hc) and the hp was connected. The hc completed the drain and advanced to fill three on its own. The hp stated that they felt fine and had no increased intra-peritoneal volume (iipv) symptoms. The hp stated they wanted to continue therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the homechoice machine was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A device history and service history review was performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.